Event description:
It was observed during central processing that the monopolar curved scissors instrument had its orange sleeve coming apart. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint the orange sleeve is coming apart is confirmed. Tube extension is cracked at the prox clevis interface. Tube extension likely cracked due to excessive side loading. Electrical continuity passed. Additional finding: scratches on main tube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.